Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). Adverse reaction, infection and rejection muscular wall.

Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of the same reference-batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Tightness test to the sample received has been performed and the unit is tight. Novosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfillls the OEM requirements. Sterilization process was also normal and the results of the sterilization control are correct. As indicated in the instructions for use of the product: "during the use of novosyn® sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue." "An existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection". Final conclusion: although the results of the samples received fulfill the specifications of OEM, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.